Event description:
It was reported the device began smoking from the bottom during a procedure. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.